Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08753. It was reported that the patient lost stimulation on the left side of the body. The programmer displayed high impedance values on the left lead. The patient suffered falls 2-3 in past few months. X-ray suggested lead migration. The physician plans to replace the lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.